Event description:
It was reported to philips that amc ethercat drive failure caused geometry movement limitation on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced amc ecat drive dpph01 and 24 volt power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).